Event description:
It was reported that when air was injected into the cuff, it immediately leaked out during ventilation at patient home. There was patient involvement, with no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.